Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012327409 was returned and analyzed. The catheter appeared intact without any visible issues. The shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test cic and returned cic's without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The catheter steering knob rotated counterclockwise to steer the distal array to the left and catheter steering knob rotated clockwise to steer the distal array to the right but catheter did not steer in any directions. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. X-ray imaging confirmed one of the steering wires was broken in the handle and electrode wires entangled around guidewire lumen in shaft area. X-ray imaging confirmed no interference issue between the shell of the catheter handle connector receptacle and the o-ring of the cable connector plug of both returned cic's. No integrity problems were detected for either connector. Optical inspection revealed pinched pebax tube in spiral array. Nitinol wire was seen to be pinched and dislodged from dual lumen. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the reported noise issue was not reproduceable during analysis and testing. The catheter failed return inspection for broken steering wire in the handle area, entangled electrode wires around guidewire lumen in the shaft area, pinched pebax tube in the spiral array, and pinched <(>&<)> dislodged nitinol wire from dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, intermittent noise was observed when the steering mechanism was used. The loop catheter was replaced without resolution. The catheter interface cable was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.